Event description:
The patient reports the pump is resetting without user intervention.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not been completed. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Once the evaluation of the pump is completed, a supplemental report shall be filed. No conclusions can be made at time.